Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that customer's device would unexpectedly power off. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would unexpectedly power off. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The issue could be verified but not duplicated. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would unexpectedly power off. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.